Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, an app crash alert occurred. Data was provided for evaluation. The reported issue was not confirmed. The probable cause could not be determined. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.